Manufacturer narrative:
(B)(4). The device history review for the product hemolok med clips 6/cart 84/box lot# 73b1900017 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips broke during loading.

Manufacturer narrative:
(B)(4). The customer returned one representative sample of 544220 hemolok med clips 6/cart 84/box for investigation. The actual sample was not returned. The representative sample was returned closed in the original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Reference file anp1900075032 for investigation photos. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge that was tested were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No clips broke during testing. No functional issues were found with the returned clips. Reference file anp1900075032 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perperndicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there was only a representative sample that was returned and there were no functional issues found with the returned representative sample. The reported complaint of "broken parts - clip - info not provided" could not be confirmed since the actual sample was not returned. One representative sample was returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as all clips were able to be properly loaded into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. The probable cause of this issue could not be determined without the actual sample.

Event description:
It was reported that clips broke during loading.